Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the collet in the reported problem area of the pipette assembly was failing. The collet and a tip clamp were replaced. The tip position over the secondary rack was out of alignment and recalibrated. The instrument was tested without further problem and returned to service.